Event description:
A renegade microcatheter was used for therapeutic purposes. During the procedure, there was difficulty advancing the coil and as a result, the catheter jammed at the hub. The procedure was completed without complication or intervention.